Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with chest pain. The procedure was to treat a de novo, 100 % stenosed, mildly calcified vessel in the mid left anterior descending (lad) artery. Pre-dilatation was performed using a semi compliant balloon. The 2.5x48mm xience xpedition stent was implanted with a pressure of 16 atmospheres (atms). However, fluoroscopy after stenting showed a dissection at the distal end of the stent. A 2.5x18mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.